Event description:
Clinic employee reports rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Clinic employee reports rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, brown particles on the shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.